Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad, which was experienced during evaluation. Evaluation found column one on the keypad to be inoperable. It was found to be caused by a failed keypad. The failed keypad was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had a broken keypad. Any patient involvement, injury or medical intervention is unknown.